Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "while running high dose pressors, alaris pump began to alarm low battery less than 5 minutes remaining while plugged into the wall. Writer ensure that the charging cord was plugged in properly into the back of the pump as well as into the wall. Despite troubleshooting I was not able to get the pump to actually charge and required me to change over patient's vasopressors to another pump while the patient was trying to code on us. Then while trying to change pump over all the channels alarmed off and infusions stopped without having touched any buttons."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada's canada vigilance program which states, "while running high dose pressors, alaris pump began to alarm low battery less than 5 minutes remaining while plugged into the wall. Writer ensure that the charging cord was plugged in properly into the back of the pump as well as into the wall. Despite troubleshooting I was not able to get the pump to actually charge and required me to change over patient's vasopressors to another pump while the patient was trying to code on us. Then while trying to change pump over all the channels alarmed off and infusions stopped without having touched any buttons."